Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the collet was not picking up the disposable tip correctly in the reported problem area of the pipetter assembly. The plunger clamp and tip clamp were replaced. The instrument was inspected, tested without further problem, and returned to service.